Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The rv lead became dislodged due to twiddlers syndrome. The lead was explanted and replaced.